Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing, a reportable problem was discovered. The belt failed incoming testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) cable was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cables and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.